Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a revision to address pain and elevated metal ion levels.

Manufacturer narrative:
(B)(4). (B)(6) 2009. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent a revision to address pain.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: event, relevant tests/laboratory data and other relevant history. Corrected: other relevant history.

Event description:
English asr claim letter received. Claim letter alleges elevated metal ions, cruralgia, diffuse joint pain, chest pain with shortness ofbreath, weakness, tiredness, numbness, decreased eyesight and hearing, fatigue insomnia, impaired vision, asthenia, stress and anxiety for his health conditions, severe prostate problems (accompanied by erectile dysfunction), as well as an almost total lack of ambulation.